Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 8mm 90 bx 450 mo when removing the shield. The following information was provided by the initial reporter: "consumer reported needle shields hard to remove. When removed needle hub removes with shield".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle shields were hard to remove and that the needle hub removed with the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pull. Root cause could not be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 8mm 90 bx 450 mo when removing the shield. The following information was provided by the initial reporter: "consumer reported needle shields hard to remove. When removed needle hub removes with shield".